Event description:
Reported due to interventional procedure. In 2005, the physician successfully closed an arteriotomy site with the perclose a-t (closer ak) device folowing a diagnostic procedure. Fluoroscopy was performed prior to the procedure with the following findings: size of the vessel was "greater than five (5) mm, "no " visible calcium /stenosis," and the site was confirmed to be in the common femoral artery (cfa). The following day, the pt returned to a different facility with complaints of pain. The exact location of the pain is unknown. Another catheterization was performed and it was found that the cfa had been "stitched shut." An unspecified stent was "successfully placed in the area where the previous arteriotomy was performed". The discharge date is unknown, but at last report the pt was said to be "fine." Although requested, no additional information was provided.